Event description:
The customer reported that the rechargeable battery started to smoke and had to be removed from the device. The device was not being used with a patient when the problem occurred.

Manufacturer narrative:
The device was returned and evaluated. A battery was placed in the device and charged for over 20 hours without any issues. No battery related problems were caused by the device. The reported problem could not be duplicated. The customer didn't return the battery that had smoked for evaluation. The device will be serviced and returned to the customer.